Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer found a blocked needle in the washing station. The blockage was removed and the issue was resolved. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 1.38 mmol/l and it repeated as 1.94 mmol/l.